Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery after t1 was implanted, the needle couldn't rebound,resulting in t2 couldn't advanced. Unknown if there was a back up device available or a delay, but no patient injuries were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.